Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 2 months. The evaluation of the returned portions of the percutaneous lead confirmed an issue that would have contributed to the reported red heart alarms and interruption in pump function recorded in the submitted system controller log file. Following the external percutaneous lead (lead) replacement, approximately 16.5 inches of the external portion/distal end of the lead was returned for evaluation. Continuity testing of the replaced portion of the lead revealed that all wires were electrically intact. Several superficial tears in the outer silicone sleeve were identified while the sleeve also appeared stretched and twisted in some areas; however, the clear bionate appeared unremarkable. Breakdown of the braided shield was observed along the entire length of the lead; however, visual inspection and hi-pot testing of the underlying wires did not identify any areas of compromised wire insulation on the lead. Examination of the original returned portions of the lead revealed breakdown of the braided shield adjacent to the nipple of the pump housing as well as on the internal portion of the lead at approximately 6 to 7 inches from the pump housing. At this location, the clear bionate also appeared to be slightly distorted and melted. Visual examination of the underlying wires revealed that the insulation of all six wires was breached at approximately 6 inches from the pump housing, exposing the underlying metal conductors. Hi-pot testing confirmed current leakage from all six wires in this location. All observed wire damage appeared to be the result of fatigue due to repetitive movement and abrasion against the braided shield. Examination of the returned pump did not reveal any depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead was returned cut approximately 1.5 inches from the pump housing and the remainder of the lead was returned in three segments. Continuity testing of the returned portions of the lead revealed that all wires were electrically intact. The investigation revealed that all six wires were damaged, affecting all three motor phases. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on tethered power (such as the power module), the resulting electrical short to ground would have caused the reported interruption in pump function. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2015 that the patient experienced red heart alarms when connected to batteries and the power module patient cable. The patient began to experience heart failure symptoms and called ems. It was noted that the patient did not lose consciousness during the event. When ems arrived, the patient's system controller was replaced and the red heart alarms resolved. The patient was transported to the hospital for observation, where the heart failure symptoms reportedly dissipated. During admission, the red heart alarms reoccurred while connected to batteries when the patient was attempting to take a shower. The reported events were confirmed upon review of the system controller log file. An x-ray showed some separation of the shield at the distal end of the percutaneous lead. On (B)(6) 2015, an on site percutaneous lead evaluation was conducted by the manufacturer's technical services team. There were no open wires found while performing phase interrupter tests and despite different patient movements, red heart/pump stoppage alarms were unable to be reproduced. Internal wire damage was suspected due to the reported patient activity and results of the internal x-ray. The hospital opted to have an external percutaneous lead replacement performed; however, approximately 1.5 hours after leaving the hospital, the patient experienced red heart/pump stoppage alarms. Multiple system controllers were exchanged due to damage suspected to be related to an issue with the percutaneous lead. The patient was changed to a new system controller, where the pump turned back on and stabilized. The patient underwent a pump exchange on (B)(6) 2015.